Event description:
It was reported that the catheter location balloon deflated during a transurethral microwave treatment. The physician inserted the catheter without any issues and confirmed the placement of the location balloon via ultrasound. While pulling back on the catheter to position the location balloon, the balloon deflated and no resistance could be felt. The physician could not detect the location balloon on the ultrasound and removed the catheter. Upon removal of the catheter, the location balloon was tested and a large slice in the balloon was confirmed. The location balloon was also tested in accordance with approved protocol before being inserted into the patient; no issues were detected during testing. The location balloon deflated prior to energy delivery to the catheter. No patient injuries or complications were reported.

Manufacturer narrative:
The catheter was returned for analysis. Visual inspection of the catheter confirmed a large slice in the location balloon. The device history record for the catheter was reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. The slice in the location balloon was confirmed, however, the root cause of the event is unknown.